Manufacturer narrative:
Pt. Info.: information unknown/not provided. Model number: a complete model number is unknown, as product serial number was not provided. Serial number: information unknown/not provided. Catalog #: a complete catalog number is unknown, as product serial number was not provided. Unique identifier (UDI) number: the UDI number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. If explanted, give date: not applicable as the device remains implanted. (B)(6). Device manufacture date: unknown as product serial number was not provided. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cracking at the base of the optic had occurred three times in a row. No product will be returned as the lens remains implanted. It was indicated that the injector for all the lenses were discarded. It was indicated that almost all the scratches (cracks) are the same. It was confirmed that there was no damage to the tip of the cartridge. There were no surgical interventions required. There was no problem with patient's health condition and no patient injury reported. The type of lubricant used is unknown, when adding viscoelasticit material, the device is removed from the tray. It was indicated that they used both perfusate and viscoelastic and there was not too much viscoelastic in the lens case. The speed of the lens extruding was constant speed in about 2 seconds. Leaving time after adding eye mucilage was within 3 minutes and no resistance was felt. The leaving time of the lens folded in the cartridge was within 10 minutes and there was no problem when pushed the plunger. No further information was provided. This event pertains to the first reported event. Separate reports will be submitted for the other two events.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: jun 15, 2022 section h3: evaluated by manufacturer: yes device evaluation: a total of (B)(4) nhu (not for human use) dcb00 samples ((B)(4)) were received. Visual inspection under magnification complaint lab revealed that all three intraocular lens (iol's) were received with viscoelastic residue on the optic body and haptics. All three lenses were cleaned and no cosmetic issues were identified. Visual inspection under magnification performed by the añasco manufacturing team for the three used samples and unused samples revealed no defects on the lenses and no defects or assembly issues on the returned handpieces. Furthermore, the dye test was performed and all results were accepted within acceptance criteria per (B)(6) (dyeing of cartridges coated with biocoat material). Based on photos of returned product, there was no observed viscoelastic residue observed inside the cartridge suggesting inadequate amounts of ovd (ophthalmic viscosurgical device) was used. If the handpiece is not horizontal during the 3-minute dwell time, the ovd may leak out and the necessary lubrication for deployment may not be met. If the lens is not properly hydrated the lens can rotate which may potentially explain the location of the repeated lens damage alleged by the customer. Therefore, inadequate ovd usage and low lubricity was found to be the potential cause behind the complaint issue and the customer/sales rep complaint issue reproduction experiments. As a result of the investigation there is no indication of a product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint history revealed one additional product investigation which is part of the same complaint folder received for this production order. Based on the investigation results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the additional information received confirmed that the account followed the direction for use and the device precautions. That they stored the device at the correct temperature, used the device with viscoelastic material at the correct temperature and did not leave the lens in a folded position for more than 10 minutes when using the device. The following fields were updated since the serial number of the device was provided: section d4: model number: dcb00v. Section d4: serial number: (B)(6). Section d4: catalog #: dcb00v0200. Section d4: unique identifier (UDI) number: (B)(4). Section d4: expiration date: sep 27, 2024. Section h4: device manufacture date: sep 27, 2021. Corrected data: upon further review it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report and also section "g4" was corrected in this supplemental MDR report now that the serial number and model number of the device is now known. The following fields were updated accordingly to capture the correct information: section g2 report source added: company representative. Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.